Event description:
Implant card received noting that the patient received a full revision (generator and lead) due to a neck injury. Further clarification received that the neck injury caused high impedance per the physician's assessment. The explanted products are not available to be returned. No other relevant information has been received to date.